Event description:
Procedure type: hernia. According to the reporter: the pt had mesh implanted to repair a hernia back in 2004 at (B)(6). He was doing fine until 2008 when he allegedly experienced fever, infection, some pain, etc. On (B)(6)2010, he had exploration surgery, in which tissue/mesh infection was removed and the wound was left open to drain. Mesh was not replaced during this procedure; pt has been treated with antibiotics and infected tissue removed. Current pt's status: less pain, feeling somewhat better.

Manufacturer narrative:
(B)(4)